Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer and found the unit to be operating properly. No repairs were required. While onsite, the technician was informed that at the time of the reported event the employee was attempting to load a rack of instruments into the washer and at the last second attempted to adjust an instrument within the rack. The door then closed and contacted the employee's hand resulting in the reported event. The technician counseled facility personnel on proper use and operation of the washer, specifically the importance of keeping their hands away from the door while closing. No additional issues have been reported.

Event description:
The user facility reported an employee obtained bruising on their hand while loading a rack of instruments into the reliance vision single chamber washer/disinfector. Medical treatment was sought and administered (x-rays).